Event description:
Pt was admitted following abnormal cardiolyte stress test with angina pectoris for ptca and possible intervention. Stent placed in lad in 05 by dr. Heparin, integrilin and plavix given post intervention. Post-procedure, the pt developed st depression, was determined to have a non-transmural mi and was started on a ntg drip. She was returned to the cardiovascular lab and had an iabp placed with difficulty and had the placement of a second stent placed in the lad for subacute stent stenosis. She was supported during the procedure with neosynephrine and cardene and she again anticoagulated with heparin and integrilin. The iabp was discontinued four days later and she was maintained on norvasc, asa and plavix. Next day she developed ventricular fibrillations, which changed to ventricular tachycardia. Following lidocaine and dopamine, she was again transferred to the cvl and placed on the iabp and a pacemaker. The lad stent was found to be completely obstructed with a thrombus and angiojet was used to remove the clot. There was very little pacemaker capture evident and life support measures were terminated.